Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary , the machine froze up. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was frozen. A technical support specialist attempted to contact the customer multiple times and had no response so attached the following ka "medes station froze during use" for reference and closed the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the machine froze up. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.